Event description:
It was reported that the user had been announcing meals as ¿less than¿ for all meals, and customer care guided the user and a caregiver through a factory reset and re-pairing of the ilet with the mobile app, followed by education on correct meal announcement use. No reported symptoms. Outcomes included continued device use without alerts or alarms. Investigation included remote troubleshooting and verification of device-app pairing. Investigation of this case revealed user technique as the likely contributor to incorrect meal size entries, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error regarding meal announcement selection.